Manufacturer narrative:
Event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient has had complaint of stinging pain over the device since the implant. The pain has been chronic and has affected their sleep. The device was explanted. No further patient complications have been reported as a result of this event.